Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was displayed "ac power disconnected" message on the screen with the power cord coming off and the patient passed away. After receiving further information from the patient, it is determined that the initial report should have been filed as serious injury only. Section adverse event/product problem in box b has been updated/corrected in this report.

Event description:
The manufacturer received information alleging a ventilator was displayed "ac power disconnected" message on the screen with the power cord coming off and the patient passed away. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned.